Manufacturer narrative:
(B)(4) (heterochromia) - (B)(4).

Event description:
The reporter stated the surgeon implanted an implantable collamer lens. The patient's eye reacted to uveitis and it apparently generated a heterochromia. Further information has been requested but none has been forthcoming. When additional information becomes available, a supplemental medwatch will be submitted.